Manufacturer narrative:
Per tandem's user guide: the t:flex system is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:flex system has been submerged, check your pump for any signs of fluid entry. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was submerged in water, and subsequently a malfunction alarm occurred. Customer's blood glucose level was 112-180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.